Event description:
There was no patient involved in this event. The new out of box pad unit has device service required message.

Manufacturer narrative:
The history log showed that a fault had occurred upon first installation of the pad-pak. The device recorded 2 failed self-tests due to a real time clock issue, the time and date recorded were non-sensical. This confirms the reported fault. A test pad-pak was installed and the device powered on, no status led flashed during power up. The device powered off and gave a device service required prompt, again no status led flashed. This confirms the reported fault. The sam 350p device was tested on calibrated equipment and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. The device powered off with a device service required prompt. No status led flashed throughout. The device was disassembled for investigation. Upon visual inspection the coin cell battery on the printed circuit board was found to be damaged. Investigation indicates the reported fault can be attributed to damage to the coin cell. The fault could not be replicated with a new coin cell installed.